Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that about five days after the implant procedure, the patient was experiencing "spasms/jumping" and at the clinic, there was "fine tuning (reprogramming intervention.)" The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.